Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow-up visit. The right ventricular lead was exhibiting oversensing causing loss of pacing. The patient did not have any symptoms. Programming changes were made.